Event description:
After reviewing the previous report rptr realized clarification was needed to specify that upon inspection at the time of incident, the clamp in question was not completely disengaged but instead, had only partially disengaged. Nonetheless, it appears that the pt received a higher rate of tube feeding formula than was prescribed.

Event description:
The pt in question was set up to receive tube feeding from a "gravity feed" enteral feeding device. After set-up the pt began receiving the feeding at 65cc per hour. Staff continued to monitor the tube feeding apparatus intermittently which appeared to be functioning normally during the first two observations. At some time after the second staff monitoring, the flow regulator became disengaged and tube feeding began to be dispensed at a higher than prescribed rate. Subsequently, the pt received too much tube feeding formula and appears to have aspirated tube feeding formula. Shortly after this incident, the pt developed respiratory distress and was sent back to the hosp. They are currently on a ventilator.